Event description:
This event was reported to shockwave via the post market empower cad clinical study. A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the mid right coronary artery (rca). 80 pulses were successfully delivered at a max of 6 atm. During ivl treatment, the balloon ruptured. A myocardial infarction (mi) occurred one day post index procedure, and before discharge. It was reported that the patient experienced severe bradycardia. Prior to the procedure, the patient's troponin levels were decreasing, and creatine kinase-mb (ck-mb) was stable and measured at normal baseline level. After the procedure, the patient's ck-mb and troponin levels became elevated to 70 times the upper normal limit (uln). The patient was treated with aspirin and clopidogrel, which had a good effect. An electrocardiogram (EKG) was performed and showed no abnormalities. The reported that the balloon loss of pressure did not cause or contribute to the adverse event. The patient was discharged 4 days later with no additional patient sequelae reported. This event was adjudicated by the clinical events committee (cec) which confirmed a non q-wave myocardial infarction was attributable to the target vessel. The cec reviewed film and noted no side branch occlusion. It was determined that the mi was possibly related to the study device and definitely related to the procedure. .

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The root cause of the myocardial infarction could not be definitively determined based on the information available. Based on shockwave medical's review, there was no indication that the ivl balloon loss of pressure contributed to the adverse outcome that occurred 1-day post-op. The cec determined that the mi was possibly related to the study device and definitely related to the procedure. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.